Event description:
It was reported during collection using bd vacutainer® lh pst¿ ii plus blood collection tubes, 6 tubes out of 1000 did not fill completely when using water during an internal test. There was no health impact or consequences reported

Manufacturer narrative:
Investigation summary: bd received six samples and 1 photo for investigation. The evaluation of both confirmed the indicated failure mode. The returned samples appeared to be the same samples as in the photo. The returned samples had been used to draw water, and the draw was insufficient. Further testing could not be completed on the returned samples as they had already been used. Additionally, 20 retained samples were functionally tested and all tubes met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 16-sep-2025. Investigation summary : bd received six samples and 1 photo for investigation. The evaluation of both confirmed the indicated failure mode. The returned samples appeared to be the same samples as in the photo. The returned samples had been used to draw water, and the draw was insufficient. Further testing could not be completed on the returned samples as they had already been used. Additionally, 20 retained samples were functionally tested and all tubes met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported during collection using bd vacutainer® lh pst¿ ii plus blood collection tubes, 6 tubes out of 1000 did not fill completely when using water during an internal test. There was no health impact or consequences reported.